Manufacturer narrative:
(B)(4). The device was not returned for analysis. A thorough review of single leaflet device attachment/slda complaint data was performed, which concluded there is no evidence that slda complaints are related to manufacturing. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. The reported patient effect of mitral regurgitation (mr)and mitral valve injury (tissue damage) are due to slda. It should be noted that the reported patient effects of worsening mr and mitral valve injury (tissue damage), are listed in the mitraclip system instructions for use as known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda), leaflet damage and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat mixed mr with a grade of 4. Two clips (70615u164 and 70629u114) were implanted, reducing mr to 1-2. On (B)(6) 2017, during a follow-up visit echocardiogram was performed, which found that the medial clip (70629u114) detached from the anterior leaflet and remained attached to the posterior leaflet (slda) and mr increased to 2-3. The anterior mitral valve leaflet ruptured/tore out of the clip. The patient is in stable condition. The patient will be monitored, no additional treatment is planned for the patient. No additional information was provided.